Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with alarms during basic occlusion test due to protruded/loose drive support disk. Scratched lcd window noted during visual inspection.

Event description:
Customer reported that he had low blood sugars. Customer stated that the drive support cap is loose on his insulin pump. Customer stated that the support cap is slightly coming out of the insulin pump. Nothing further was reported.